Manufacturer narrative:
Per tandem's x2 g5 user guide "place bottom of the cartridge at the end of the pump. Make sure cartridge is lined up to both guide tracks. Push on the circular fill port next to the cartridge tubing to slide the cartridge onto the pump." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge change error message occurred. Customer¿s blood glucose was 328 mg/dl. During the report it was found that the customer was not following the screen prompts when performing the load sequence. A new cartridge was successfully loaded, and customer resumed insulin therapy.